Event description:
Single account reported 4 clinical s. Anreus isolates that were giving false susceptible oxacillin (ox) mics (mic=2) on the pc21 panel lot 2006-01-05. Resistant results were obtained with ox agar screen, and pt results were reported as resistant.